Event description:
It was reported that one of the catheter eyelets was fully blocked (not punched out) and the balloon volume on the packaging says 5ml but actually on the product says 10ml.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect setup/ damaged punchers.". However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. The provided lot number was invalid therefore device history record review can¿t be completed. No actions can be taken at this time since a root cause was not identified. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.